Event description:
A customer reported an issue where a cartridge was not fully snapping into the pump, which also triggered a cartridge alarm. Technical support (cts) instructed the customer to remove the case from the pump, inspect for any housing damage or debris, and clean the pneumatic tap area. Initially, a black o-ring had been removed by the customer prior to contacting support. Upon inspection, a clear o-ring was found and removed from the pneumatic tap area. After following guidance to reload the original cartridge through the pump's load menu, the customer was able to resume insulin therapy successfully. There was no adverse impact to the customer's blood glucose level.